Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the incident was unable to be completed as only the hand drawn pre-procedure planning was received. Due to the lack of relevant medical information endologix shows the indeterminate endoleak complaint is unconfirmed. Additionally, due to the lack of relevant medical records, device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported stable post the reintervention. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm on (B)(6) 2021 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. On (B)(6) 2023, the distributor was notified by the doctor that the device had a suspect type iiib endoleak. On (B)(6) 2023, an additional angiography was performed inside the stent graft, but the endoleak was not determined. Reintervention was completed with the implantation of an additional afx2 bifurcated stent graft. Balloon touch was performed and the procedure was completed. No additional information was provided.